Event description:
It was reported that cartridge did not fully snap into pump, and caller noticed cartridge o-ring stuck on pneumatic tap area while cartridge o-ring on cartridge itself appeared intact. There was no reported impact to the customer¿s blood glucose level. Caller removed misplaced o-ring, cleaned pneumatic tap area as instructed, successfully reloaded cartridge through pump load menu, and then resumed insulin therapy without further issue.